Manufacturer narrative:
The customer reported that their central nurse's station (cns) was showing communication loss for 2 transmitters. Nk ts reviewed the monitor settings tab on this unit, and he noticed that this cns was not on the network. Nk ts walked the customer through the process of disconnecting and reconnecting the network cable, but the issue persisted. Nk ts then advised the customer to check in the 5e switch closet, but the customer stated that they do not have access to this space and that they will follow up once the access has been granted to them. No harm or injury occurred. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional model information: 2 transmitters were used in conjunction with the cns, but are not the devices that experienced failure. Attempts to obtain the following information were made, but not provided: 2 transmitters - model: ni, s/n: ni, approximate age of the device: ni. No serial number was provided, so the age of the device is unknown. Device manufacturer date: ni, unique identifier (UDI) #: ni.

Event description:
The customer reported that their central nurse's station (cns) was showing communication loss for 2 transmitters.

Event description:
The customer reported that their central nurse's station (cns) was showing communication loss for 2 transmitters.

Manufacturer narrative:
Details of the complaint: on 10/30/19, customer at (B)(6) reported the central nursing station (pu-621ra sn: (B)(6)) was showing communication loss for two telemetry patients. Investigation summary: due to the lack of details provided by the customer on how the issue was resolved, the root cause could not be determined. The issue appears to be an isolated incident as no pattern of communication loss has been reported for the device or at the user facility. The reported issue is not suspected to be caused by a malfunction or deficiency of the cns and no risk assessment is performed. Additional model information: d11 & c2: 2 transmitters were used in conjunction with the cns, but are not the devices that experienced failure. Attempts to obtain the following information were made, but not provided: 2 transmitters - model: ni. S/n: ni. Approximate age of the device: ni. No serial number was provided, so the age of the device is unknown. Device manufacturer date: ni. Unique identifier (UDI) #: ni. Additional information: b4. Date of this report; f6. Date user facility/importer became aware of the event; f7. Type of report; f11. Date report sent to FDA; f13. Date report sent to manufacturer; g4. Date received by manufacturer; g7. Type of report; h2. If follow-up, what type?; h6. Event problem and evaluation codes; h10. Additional manufacturer narrative.